Event description:
The patient called for information on the insulin infusion set product recall. The patient was educated on this. The patient reported an incident that occurred about six months ago, where the infusion set separated. He stated he would look at the infusion device and find the tubing had completely separated. The pt stated he had no symptoms of high blood glucose levels. He stated his blood glucose went up "about 100 points" to 250-260 mg/dl with his normal blood glucose range being 150-160 mg/dl. He stated he corrected it by changing out the tubing and performing a correction bolus of insulin. On follow up, the patient stated everything was okay with the infusion sets now. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation as the patient had disposed of it.

Manufacturer narrative:
No product will be returned for eval.